Event description:
Customer reported that t:slim x2 pump battery failed to charge despite using the appropriate charging accessories and following troubleshooting steps, such as trying different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by confirming customer¿s shipping details and sending a replacement pump. The customer will use multiple daily injections as backup therapy and is instructed to return the faulty pump with a pre-paid label.